Manufacturer narrative:
(B)(4). Batch # n54w7z. The analysis results found that the cdh29a device arrived and with the anvil missing. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Always put it closer to the 2nd tightest line (past halfway). What confirmation was received that the device was fully fired? Heard the crunch. Did the device staple? No. Were there any staples missing from the staple line? There was no staple line that I can remember, but it was over a month ago. Does not remember pulling staples out in order to redo the anastomosis. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Does not remember there being any staples. Did the device cut? Yes. Two full donuts. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes.

Event description:
It was reported that during a laparoscopy low anterior resection surgery, the surgeon was in the process of doing an anastomosis when the device misfired. It is unknown if the procedure was completed with same/like device. Prolonged surgery for patient was mentioned however no details were provided. There was no report of adverse consequence to the patient.